Event description:
Ligasure impact was used during tah. It worked properly for first half of dissection but stopped cutting during second half. Physician stated it was a mechanical problem- that the cut wouldn't activate when the jaws were closed. He said it felt like it does when you try to activate the cut when the jaws were open. Physician requested the product be sent back to company. No harm to patient.